Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared before issue was resolved. There was no reported impact to the customer¿s blood glucose level. Customer changed charging supplies, used tandem wall adapter and charging cable, and pump began charging again; technical support advised against using non-tandem charging supplies except for troubleshooting and arranged shipment of replacement tandem charging cable, after which no further assistance was required.